Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasma exchange procedure hemolysis occurred with no alarm. Patient information in not available at this time. Per the customer there was no serious injury or medical intervention for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3a, a.4, b.5, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found one other reports for a similar issues on this lot. The customer reported that there were no alarms, the solutions were attached correctly, hemolysis testing was not performed but the rbcs did separate when the product/tubing was spun or rested. Clotting was observed in the channel and/or channel lines. No custom prime was performed and no medical intervention was required. Hemolysis was noted in the first 50 minutes, then the disposable set was changed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasma exchange procedure hemolysis occurred with no alarm. Patient ID in not available at this time. Per the customer there was no serious injury or medical intervention for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports of similar issues on this lot. The customer reported that there were no alarms, the solutions were attached correctly, hemolysis testing was not performed but the rbcs did separate when the product/tubing was spun or rested. Clotting was observed in the channel and/or channel lines. No custom prime was performed and no medical intervention was required. Hemolysis was noted in the first 50 minutes, then the disposable set was changed. Root cause: a root cause assessment was performed for this complaint. Based on the clinical findings, a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported that during a plasma exchange procedure hemolysis occurred. There were no alarms, the solutions were attached correctly, hemolysis testing was not performed but the rbcs did separate when the product/tubing was spun or rested. Clotting was observed in the channel and/or channel lines. No custom prime was performed and no medical intervention was required. Hemolysis was noted in the first 50 minutes, then the disposable set was changed. It was reported as not related to patient disease state/treatment/medication. Per the customer there was no serious injury or medical intervention for this event. Due to EU personal data protection laws, the patient ID is not available from the customer. The collection set is not available for return because it was discarded by the customer.